Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation, because the subject device was discarded by the user. Therefore, the exact cause of the reported event could not be conclusively determined. The subject device was not returned to aomori olympus. Therefore, the reported phenomenon or condition of the device could not be confirmed. This event has already occurred in the past. Based on the result of a previous similar complaint investigation, it is possible to predict the cause of the reported event. Therefore, it was determined that the investigation by using equipments of similar structure or similar equipments was not necessary. The lot number of the subject device is unknown. As a result of checking the manufacturing record for past year from the event date, it was found no irregularities. It is possible to infer the cause from the results of past similar investigations, therefore it was determined that an investigation using equipment with similar structure or similar device is unnecessary. Based on the past similar cases, omsc presumes that the event occurred due to the following occurrence mechanism. A)high frequency current was conducted between the exposed cutting wire and the tissue at the point of contact or the devices being closed to each other. B)high frequency current was conducted between the cutting wire and the distal end of the endoscope at the point of contact or the devices being closed to each other. C)high frequency current was conducted in the state of the coated portion of the cutting wire being torn, and the metal part of the forceps elevator were contacted while the forceps elevator was up. In the case of ¿c¿, a likely cause of the tear of the coated portion might be the following reasons. 1) the slider was pushed more than needed. That have caused the cutting wire to deflect. 2) the deflected coated portion of the cutting wire, and the metal part of the forceps elevator were came into contact while the forceps elevator was up. 3) the tube was moved back and forth as a state of description ¿2¿. It can be assumed that the coated portion of the wire was scratched and torn from the effect of contacting the metal part of the forceps elevator. The above device handling has warned in the instruction manual.

Manufacturer narrative:
The subject device referenced in this report was not returned to olympus for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
Olympus medical systems corp. (Omsc) was informed by the health professional that during an endoscopic sphincterotomy (est) using the subject device, the knife wire of the subject device was broken off during activation. The intended procedure was completed with another device. There was no patient injury reported. The device was used in combination with another company's electrosurgical unit and jf-260v.